Event description:
It was reported that the pump was on a patient and plugged into the electrical socket. The pump appeared to be running on "battery" rather than electricity. When the battery was depleted the pump shut off. The pump was exchanged off the patient. Field service was called and found the fuse clip on the input module was pulled out. The fuse was pushed back into place and the pump worked normally. Electrical safety tests were performed. The pump was returned to service.

Manufacturer narrative:
Product will not be returned for evaluation.